Event description:
Disconnection with blood loss reported. Report received from abbott international affiliate, abbott UK, states: "slip lock t-piece became disconnected from cannula. Pt lost est. 30mls blood. Baby appeared to have caused disconnection by sucking. Baby given bolus of 30mls 0.9% saline and 38mls packed cells over 2 hrs. Pt recovered." Additional info has been requested. If any further info becomes available, it will be forwarded to the agency.